Event description:
The patient was receiving a 46 hour chemo infusion and the chemo leaked onto his skin. The patient came back and had crystalized 5fu on the chest area. The patient was not harmed.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.